Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I just had my surgery on (B)(6)) in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I just had my surgery on dec 11') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have vulval cancer ("the cancer was extremely aggressive when it was in my vulva") and cervix carcinoma ("I have had cancer of the cervix"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal, vulval cancer and cervix carcinoma outcome was unknown. The reporter considered cervix carcinoma, medical device removal and vulval cancer to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received : reporter added. Event added- cervix cancer. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I just had my surgery on dec 11') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have vulval cancer ("the cancer was extremely aggressive when it was in my vulva") and cervix carcinoma ("I have had cancer of the cervix") and experienced dyshidrotic eczema ("dishdrotic eczema") and blister ("painful blisters on feet"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal, vulval cancer, cervix carcinoma, dyshidrotic eczema and blister outcome was unknown. The reporter considered blister, cervix carcinoma, dyshidrotic eczema, medical device removal and vulval cancer to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. New event dishdrotic eczema and painful blister were added. New reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I just had my surgery on (B)(6)) in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have vulval cancer ("the cancer was extremely aggressive when it was in my vulva"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal and vulval cancer outcome was unknown. The reporter considered medical device removal and vulval cancer to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received : reporter added. Event added- vulval cancer. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I just had my surgery on (B)(6)') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('the coil did the complete perforation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), dyshidrotic eczema ("dishdrotic eczema"), blister ("painful blisters on feet"), dyspareunia ("dyspareunia") and coital bleeding ("bleeding started after sex") and was found to have vulval cancer ("the cancer was extremely aggressive when it was in my vulva") and cervix carcinoma ("I have had cancer of the cervix"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the perforation, vulval cancer, cervix carcinoma, dyshidrotic eczema, blister, dyspareunia and coital bleeding outcome was unknown. The reporter considered blister, cervix carcinoma, coital bleeding, dyshidrotic eczema, dyspareunia, perforation and vulval cancer to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received. Reporter information updated. Event medical device removal was replaced with new event- the coil did the complete perforation. Additional events: dyspareunia and bleeding started after sex were newly added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.